Event description:
Information received from the field notes that the patient presented to the hospital for a non-pacemaker related reason. The device could not be interrogated, but was pacing at 70-71 ppm with and without magnet.

Manufacturer narrative:
The pulse generator was received approximately 4.83 years after explant.

Event description:
The pt received her scs sys, including a percutaneous lead and an ipg, on (B)(6) 2009. It was reported the sys was explanted and not replaced as the ipg implant site was causing discomfort to the pt. The explanted ipg was returned to the MFR for analysis. F/u on the pt found no further issues reported.